Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0799 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter presented extravasation when performing test.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged could not be verified. One 2fr s/l per-q-cath PICC was returned for investigation. The catheter was received with the stylet in the lumen. The stylet had been retracted through the t-lock extension set. The t-lock extension set was threaded on the hub on the per-q-cath PICC. The catheter length had been modified and the 2fr tubing extended to the 20cm depth mark. A leak was identified in the 2fr tubing near the 7cm depth mark. The leak site was microscopically examined and one split in the longitudinal direction was found in the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It is possible that the reported leak was caused when the stylet was repositioned within the catheter or if the catheter was compressed against the stylet. It is unknown when the catheter was damaged. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ manipulation of the stylet within the lumen can also damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A review of the manufacturing records showed that no problems were identified during the manufacturing process. A lot history review (lhr) of recq0799 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter presented extravasation when performing test.